Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe had no scale markings. The following information was provided by the initial reporter ¿we have received boxes of 50ml bd plastipak syringes which have no markings on the actual syringe, no graduations on the syringes. This doesn¿t seem to effect the whole of the boxes of this batch but a significant number."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
No photos or physical samples that display the reported condition were provided to our quality team for investigation. Samples of the same lot retained at the manufacturing site were used for evaluation. The product was visually inspected and found the scale was either not printed or partially printed. A device history review was performed for reported lot 2203076, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue, however, there was a note in the incident log documenting that the pads in the marking machine needed to be changed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Based on our investigation, it is likely a misalignment occurred between the pads and barrel when transferring the scale, requiring the pads to be changed. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe had no scale markings. The following information was provided by the initial reporter. ¿we have received boxes of 50ml bd plastipak syringes which have no markings on the actual syringe, no graduations on the syringes. This doesn¿t seem to effect the whole of the boxes of this batch but a significant number.".